Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to low blood glucose level on (B)(6), 2022. Customer was treated with intravenous drip. Customer had blood glucose level of 194 mg/dl. Customer stated that the retainer ring of the insulin pump was cracked. Customer stated that the reservoir was able to lock in place. Customer will discontinue use of the device. (B)(4).